Event description:
During the case the siemens artis q x-ray system in cath lab room 3 stopped working. The system was not available to review previously obtained cine and fluro images and also stopped the staff from acquiring new images. The system had to be shut down and restarted in the middle of the case delaying patient care. There was no harm noted to the patient.